Event description:
It was reported the ventilator alarmed for low o2 concentration during patient treatment. The patient saturation decreased. The final patient outcome was no injury. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
On-site troubleshooting was not performed by our personnel however the air gas module which regulates the inspiratory air gas flow to the patient was replaced and it has been returned for investigation. The reported alarm for low oxygen concentration was not reproduced during test of the returned air gas module in a reference ventilator. Performed pre-use check passed without deviation and no alarms were generated during several weeks of ventilation. The air gas module was also tested in the manufacturing test system and passed all test cases. The conclusion is that the returned air gas module is faultless. Received event logs do not cover the reported date of event. Test logs show that a pre-use check (puc) was performed on the reported date of event and had passed without deviation. Three additional puc had been performed on three different occasions after that and all had passed without deviation. According to received information there was no record of the level of the patient's saturation at the time of the event but the final patient outcome was no injury. Several questions were sent to the distributor regarding the event and performed repair but no response was received despite several requests. Since the reported alarm was not reproduced during test of the returned air gas module and received logs do not contain any indication of a technical malfunction, it is not possible to determine the root cause of the reported issue. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
(B)(4).